Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned in situ, due to high pacing thresholds exhibited over the past two years with normal and stable impedance measurements. Cause of high thresholds not determined and the physician opted to implant new rv lead at device changeout. No additional adverse patient effects were reported.